Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a non-responsive ok button in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , ' ok button non-responsive' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be third and forth from left softkey and ok key hard to operate. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.